Event description:
The customer reported the system failed to display fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was re-connected. The system was then found to be operating as intended.